Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03244 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a polypectomy procedure (date performed unknown). According to the complainant, the system delivered energy intermittently in the monopolar "coag" mode, then ceased delivering energy altogether. It was reported that the unit would not deliver energy below a setting of 9. The active cord being used was replaced, which did not resolve the issue, and the procedure was then completed with an entirely different procedure set. The biomed at the account did not believe the issue to have been caused by the foot switch. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: device serial number is (B)(4). Device manufactured date is 02/11/2003. Visual evaluation of the returned device found some minor scratches; otherwise, the foot switch appeared to be in good physical condition. Both pedals functioned properly during mechanical evaluation. During electrical evaluation, however, it was noted that system output was intermittent. The foot switch was replaced and the system functioned properly. The complaint of intermittent output was confirmed; the returned foot switch was found defective. The most probable root cause of this event is wear and tear. After the foot switch was replaced, the system passed the endostat ii return evaluation procedure. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03244 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a polypectomy procedure (date performed unknown). According to the complainant, the system delivered energy intermittently in the monopolar "coag" mode, then ceased delivering energy altogether. It was reported that the unit would not deliver energy below a setting of 9. The active cord being used was replaced, which did not resolve the issue, and the procedure was then completed with an entirely different procedure set. The biomed at the account did not believe the issue to have been caused by the foot switch. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03244 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a polypectomy procedure (date performed unknown). According to the complainant, the system delivered energy intermittently in the monopolar "coag" mode, then ceased delivering energy altogether. It was reported that the unit would not deliver energy below a setting of 9. The active cord being used was replaced, which did not resolve the issue, and the procedure was then completed with an entirely different procedure set. The biomed at the account did not believe the issue to have been caused by the foot switch. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device is being retained at the site for continued use; it will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.